Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump with a teflon infusion set on the abdomen and a libre 3+ cgm, noting a highest cgm reading of 245 mg/dl and a concurrent glucometer value of 227 mg/dl sustained for about two hours; the user attributed the rise to stress during a change in environment, and no pump alarms or component issues were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.